Manufacturer narrative:
Sorin group received a report that the atrial line came off of the arterial outlet port of the oxygenator during bypass resulting in about 300-400 cc of blood loss. Bypass was terminated, the tubing was reconnected to the oxygenator and the case was completed without further issues. No blood was given and no medical intervention was required as a result of this event. It was later reported that the pt is doing well. A sorin representative inspected the circuit the next day at the facility and found no problems. Both the 3/8" arterial tubing line and the arterial outlet port of the oxygenator appeared undamaged. The sorin representative stated that when the tubing was connected to the outlet port, it appeared secure and was very difficult to disconnect. The cause of the disconnection could not be determined. In addition, a field service representative was dispatched to evaluate the heart/lung machine. No problems were found. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group received a report that the arterial line came off of the arterial outlet port of the oxygenator during bypass resulting in about 300-400 cc of blood loss. Bypass was terminated, the tubing was reconnected to the oxygenator and the case was completed without further issues. No blood was given and no medical intervention was required as a result of this event. It was later reported that the pt is doing well.